Manufacturer narrative:
The 510 (k) # is k073231. The meter was returned to lfs for investigation. While investigating the meter it was noted that there was an eeprom failure and product analysis was unable to get the readings off the meter due to a defective eeprom u6.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an error 1 message on her one touch ultralink meter. The patient mentioned that the alleged issue with the error 1 message began on (B)(6) 2011 at around 9:00am. Due to the alleged error message, the patient did not take any action. Approximately 4 hours later the patient developed symptoms of dehydration and had "sticky eyes". She did not seek any further medical attention or contact the physician for assistance. The patient was not tested on another device. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the patient alleged that due to the error 1 message, she was unable to test and later developed symptoms suggestive of a serious injury.